Manufacturer narrative:
Concomitant products: bard uretex to trans-obturator urethral support system: (B)(6) 2005. Cook medical biodesign anterior pelvic floor graft: (B)(6) 2012. Neomedic remeex system: (B)(6) 2012. Boston scientific upsylon y-mesh: (B)(6) 2015.

Event description:
The patient was reportedly implanted with a bard uretex to trans-obturator urethral support system, on (B)(6) 2005, at (B)(6) by dr. (B)(6). The patient was also reportedly implanted with two cook medical biodesign anterior pelvic floor grafts and a neomedic remeex system, on (B)(6) 2012, at the medical center of (B)(6) by dr. (B)(6). Additionally, the patient was reportedly implanted with a boston scientific upsylon y-mesh, on (B)(6) 2015, at the medical center (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.